Event description:
It was reported that during an unknown procedure, while using the endocutter loaded with a vascular cartridge (white). When firing the cartridge, it telescoped forward while the jaws were still closed. There were no patient consequences. Unknown how case was completed.

Manufacturer narrative:
(B)(4). The analysis results found that the ats45 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. The cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Were there any issues noted when installing the cartridge? - no. Did the cartridge fall into the patient? If yes, was it retrieved? - no. Did the device cut and staple properly? No. How was the case completed? Yes, by opening another stapler device. Is the device and reload available for return? If yes, please provide the correct address for sending a shipper kit. The device is given to the sales rep. There is no reload available for return.